Event description:
Customer reports receiving erratic readings on their freestyle blood glucose monitor. In blood glucose tests, customer received readings of 293 mg/dl and 31 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "b" and "c" zones. The "c" zone result shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's products have been requested back for an investigation.